Event description:
Customer reported via phone call to have received a failed battery test alarm and a battery out limit after battery change. Customer's blood glucose was unknown. Troubleshooting could not continue as customer did not have extra batteries to test. Customer was advised to change batteries and to call back to continue troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.